Event description:
The user facility reported that there was a constant alarm stating impella flow low, despite multiple repositioning efforts under echo. The impella was almost pulled out of the patient¿s heart and the alarm continuously kept on alarming. A decision was made to silence the alarm as it was suspected that the alarm was false. Furthermore, suction alarms also occurred. The suction alarm was resolved with volume.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for optical signal issue has been completed. No product was returned for a visual inspection. Data log analysis confirmed suction alarms requiring volume, multiple placement signal low alarms throughout the case, no low flow, and no other abnormalities related to the 5s parameters. The most likely cause of the optical signal issue was patient condition related. D6a/d6b added. H6 medical device problem code 2917 added the following have been reported incorrectly or missing from manufacturer device report 220648-2023-02740: g1 reporting contact fax number missing.